Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) displayed error c33 during setup. The staff rebooted the system, but the error persisted. Technical support engineer (tse) instructed the staff to perform a hard power cycle on the system and iesu; however, the issue remained. The system was not connected to onsite, so logs were not available for review. Tse advised the staff to use a third-party energy device or switch to another system. Staff stated they will review these options with the surgeon. There were no reports of patient involvement.